Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1610c199ee, serial/lot #: (B)(4), ubd: 11-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that 5 days later the patient had onset of angina/chest pain, which occurred three times during their hospital stay. The patient had diagnostic tests and medication that resolved the symptom with no chest pain at discharge. As per the investigator, the pain was not related to the device or procedure. As per the sponsor the pain was possibly related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received. It was confirmed this event resolved 9 days post the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: phone number added. If information is provided in the future, a supplemental report will be issued.